Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated, the manufacturer will file a f/u report detailing the results of the eval.

Manufacturer narrative:
Used connector was returned for evaluation. Visual inspection did not reveal any damage. The tube was not returned for evaluation; therefore investigation could not be performed fully. It should be noted that, the connector is pre-assembled and the user has to cut the tube to the appropriate length and then re-connect them securely. The most probably cause of the event is that the connector and tube were not connected properly by the user.

Event description:
According to user facility during suctioning of the in situ tracheal tube, the 15 mm connector separated from the tube. No further adverse effects to pt reported.